Manufacturer narrative:
Document review: versafitcup cc trio cementless acetabular cup 48: ref. 01.26.45.0048 / lot 140803 ((B)(4) devices produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Seventy cups of the lot have been already sold without any similar event reported. Amistem c cemented stem size 0 std: ref. 01.18.150 / lot 141482 ((B)(4) devices produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Twelve stems of the lot have been already sold without any similar event reported. From the data collected, there are no evidence that the event is device related.

Event description:
Imp ref # (B)(4).